Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for recuring incontinence, it was reported that the device was not working and presented a fluid loss. The aus was explanted and replaced. No further patient complications were reported.